Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that platelet clumps were seen in the bd vacutainer® cpt¿ cell preparation tube with sodium heparin during use while testing pbmcs. The following information was provided by the initial reporter: "it was reported the customer was seeing clumps in the layer while doing pbmc."

Event description:
It was reported that platelet clumps were seen in the bd vacutainer® cpt¿ cell preparation tube with sodium heparin during use while testing pbmcs. The following information was provided by the initial reporter: "it was reported the customer was seeing clumps in the layer while doing pbmc."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.